Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional, relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device noted that it was fully clip-deployed and the returned condition substantiated the reported resistance during the thumb advancer deployment. Inspection of the returned device revealed that the sheath was fully slit but torn at approximately 1 cm from the distal end. This indicated that while advancing the thumb advancer, the garage leaves of the delivery tubeset became disrupted and punctured into the sheath, creating resistance to advancing the thumb advancer as reported. Because additional force was applied to continue advancing the thumb advancer which is against the instructions for use (IFU), the sheath became torn as observed. However, the sheath was fully slit. It was also noted that the access ports were used to unlock and retract the thumb advancer and tubeset, suggesting the device might have been difficult to remove after the clip deployment. However, there were no abnormal observations that could have caused difficulty in removing the device or interference with the clip deployment as the distal end of the sheath was intact and the locator wings were completely collapsed. Based on the investigation findings, the reported failure to achieve hemostasis with the clip could not be confirmed. Patient movements during the procedure could result in the clip being off-targeted, but this could not be confirmed. The probable cause for the torn sheath is tight tissue tract. Instead of the tubeset sliding easily within the sheath, tissue compression forces may cause the garage leaves to become disrupted and punctured then shredded the sheath. No manufacturing or quality deficiency was detected. A review of the product lot history record did not reveal any nonconforming material records associated with this lot.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right femoral artery after an interventional procedure. Reportedly, during thumb advancement, heavy resistance was met and the device was reported to be stuck. The thumb advancer was continued to be depressed with excessive force and the step was completed. The clip was then fired but hemostasis was not achieved by the device. A non- abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.